Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. Inspection of the returned instrument showed the post feature had split on the top and bottom of the tasp but had not completely fractured off and all pieces are still attached. Device history record was reviewed and no discrepancies were found. Root cause is considered to be a design issue, which has been investigated and addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tibial articular surface provisional was returned fractured and in need of replacement. There was no known patient involvement. No additional information is available.